Event description:
It was reported that (1) scg45 was used during an unknown procedure. It was reported by the affiliate that the device would not cut and would not staple. Opened another device to complete the case. There was no adverse patient outcome.